Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon experienced difficulty removing the provisional instruments from the implanted femoral stem. A thirty-minute delay in surgery was incurred.